Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2020) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI), d6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralight st mesh. Per op notes, ¿a ventral hernia defect was noted. An oval ventralight st mesh was placed to abdominal wall fascia and sutured circumferentially.¿ (B)(6) 2022 - patient was diagnosed with nonhealing wound, infected abdominal mesh thereby underwent open repair with the partial removal of mesh. Per op notes, ¿the non-healing wound was identified at the umbilicus. The mesh from the prior hernia repair which appeared to be placed in an onlay fashion was folded with an overlying biofilm. The mesh was dissected free. The majority of the mesh was explanted aside from the edges which were densely adherent to the surrounding tissue.¿ (B)(6) 2022 - patient was diagnosed with chronic abdominal wound thereby underwent open repair with the removal of mesh. Per op notes, ¿chronic drainage at abdominal wall was noted. The superior layer of mesh was the portion incorporated into the soft tissues, including the tissue involved with the chronic wound, was resected.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.